Event description:
It was reported that the 9800 system intermittently displays fast stop error. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the power motor relay board. The system was tested and found to be working as intended and placed back into service.